Event description:
The customer stated that while on a helicopter and connected to a patient the unit exhibited ECG artifact or noise.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. We could not immediately confirm the complaint of noisy ECG spinal during extended testing that included vibration testing. In addition, the device data logs did not contain any ECG signals which may have shown noise. Upon removing the case of the unit and tapping on the connector that carries the ECG signal, we were able to reproduce minor noise on the ECG signal. We cannot conclusively indicate that the reported noise originated from the connector because the noise we witnessed did not occur under normal use conditions. A user would not normally open the case and tap on a connector, thus we cannot conclusively indicate the connector as the cause. Nonetheless, we updated the cable and connector as a preventative measure.